Event description:
General report received of an unspecified number of undocumented incidents of air in tubing sets. The tubing sets were being used to deliver unspecified solutions. After unspecified lengths of times in use, the nurses noted air distal to the filters and proximal to the y-sites. The nurses either removed the air from the tubing sets or replaced the tubing sets and the therapies were resumed. No air was delivered to patients. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded.